Event description:
Device report from (B)(6) reported a distractor malfunctioned during the distraction phase. The pt had been turning the device accordingly and at one point it stopped to perform further advancements and was turning continuously without advancing. The surgeon stopped distraction and started the consolidation period as the pt did not approve the replacement of another device; the distraction did not reach the desired length.

Manufacturer narrative:
Device history record was reviewed. Investigation could not be completed, no conclusion could be drawn as no device was returned.